Event description:
A patient's meter was reading inaccurately low. Medical affairs specialist spoke with the patient in 10/02 and was provided with additional information. They stated that they had noticed the decimal point between the readings a while back, but did not do anything about it. They would just take their set amount of oral medications. They did not have any symptoms and did "not feel any different". About 2 weeks ago, they went to the urologist for their appointment and they had tested their blood glucose there, but never gave the result. A week later, they went back to their urologist for another appointment and their blood glucose was tested again. That morning, they had tested blood glucose at home on their meter with a result of "20.something". They had then taken their set amount of oral medication. At the urologist's their blood glucose level was 500 mg/dl and was informed that the previous time they had been there, it was also around 500 mg/dl. They were told to go to the ER right away. They walked to the ER (time frame unknown). The ER meter read 300 mg/dl. They were given "insulin through IV and also fluids". But when they retested pt, their blood glucose was "600 mg/dl" - (unclear why their blood glucose would go up even after being placed on IV insulin). They were admitted to the hospital for high blood glucose. They called lfs the day after they were released from the hospital. They were walked through a control solution test, which passed on the meter and also through the set-up mode to change units of measurement back to mg/dl. Their medications were changed from a set amount of oral medications to a set amount of 70/30 insulin regimen. The meter was not replaced since there was no evidence of meter malfunction. Patient stated that they were "happy with the meter now."